Manufacturer narrative:
Additional information was received that the physician believed that patients pocket pain was not due to fall.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the patient had a fall. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site . It was mentioned that the patient had a fall. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that everything was explanted. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 16781142 description: next generation anchor kit-sterile

Event description:
A report was received that the patient was experiencing pain at the ipg site . It was mentioned that the patient had a fall. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the patient had a fall. The patient will undergo an ipg replacement procedure.